Event description:
Boston scientific received information that this patient presented for a normal follow up visit and the right ventricular (rv) lead was exhibiting impedance measurements greater than 2000 ohms. Isometrics and pocket manipulation had not been performed. There is no noise, r-wave measurements are 20 mv and threshold measurements are 2.8v. The caller does not have the history of threshold measurements, so it is unknown if this is stable or an increase. No adverse patient effects were reported. A boston scientific technical services consultant stated discussed getting the patient's history of threshold measurements. The consultant stated that if they are unable to get that then he advised considering a lead revision or monitoring the lead for further degradation of lead diagnostics. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was explanted seven years later and returned for routine testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating that a revision procedure was performed one week later. The physician tightened the device setscrews which resulted in an impedance measurement of 500 ohms and resolved the reported clinical observation of impedance measurements greater than 2000 ohms. The caller also mentioned that she thought they had one year's worth of trending data. However, when they printed out the data it only showed the last three months of impedance measurements. A boston scientific technical services consultant explained to the caller even though you can see a year's worth of data on the screen, only three month's worth of data can be printed out. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.